Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products; associated mdrs #1225714-2014-01717, 1225714-2014-01718, 1225714-2014-01719, 1225714-2014-01720, 2937457-2014-00709 and 2937457-2014-00710.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event in (B)(6) 2010 and subsequently expired on (B)(6) 2011, after the use of the product.